Manufacturer narrative:
Two flow sensors and sib (sensor interface board) were replaced to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, system was first in auto ventilation mode. It had to be switched to manual mode at some point due to a service operation. When it was switched to the automatic mode again it no longer ventilated. There was no reported patient involvement.